Event description:
Boston scientific received information that high pacing impedance and high pacing thresholds were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead during an unknown non-device related surgical procedure. It was noted that the device's tachy therapy was turned off during this time; however, it was not related to the impedance issue. The trend showed high pacing impedance measurements since last year. A save memory to disk was performed and analyzed, which also showed noise on the rv channel. Ts discussed the possible causes of the out of range measurements and suggested measures to evaluate the system. In addition, x-ray was recommended to confirm a lead issue. A lead fracture or potential connection issue was suspected. No surgical intervention has been performed at this time. The ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.